Event description:
The reporter stated the surgeon implanted an 12.5mm icm125v4 implantable collamer lens on (B)(6) 2012 in pt's right eye. The lens was explanted on (B)(6) 2012 due to excessive vaulting associated with elevated intraocular pressure. The lens was exchanged for a shorter length lens. Pt's last visit (B)(6) 2012 ucva 20/20.

Manufacturer narrative:
Pt (B)(4) - secondary surgery. Device (B)(4) - excessive. (B)(4).